Event description:
The patient was in a vest posey. At 3:28 a.m. The patient was found out of bed, kneeling on the floor. The patient's left arm was out of the posey with the vest over the patient's head. No pulse or respiration was noted. The patient was lifted back into bed. Code blue was instituted but was unsuccessful. The case was reported to the coroner's office. The final autopsy report will be issued in 4-6 weeks.